Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed and identified that a particulate was embedded in the tubing out of the fluid path. A sample analysis was performed, and the particle was determined as non-characterizable. Particulate matter outside of the fluid path does not impact the product delivered to the patient. As the particulate was embedded and not in the fluid path, this issue is not likely to cause or contribute to a death or serious injury. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set had black foreign material embedded on the tubing. Further described as, ¿it looked like a burn mark that punctured the tubing¿. This was discovered upon opening the product prior to patient use. There was no patient involvement. No additional information is available.